Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of full height drawer 6 row a not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that row a was not detected on bus and the lights on the row board were dim. So, the fse replaced the row board and rebooted the station. Then completed a successful hardware test. After that the fse verified that the zebra printer was not working after the upgrade. So, the fse attempted to configure the printer and configurations was not held and confirmed that the issue was being looked into due to upgrade. During dchu visual inspection: pn 356494-01: the unit was received and inspection of the row board, located on the backside of the tray, revealed evidence of fluid ingress. Further evaluation identified thermal damage on components u2, c9, r11, and r6 as a result of the fluid ingress. No additional anomalies were observed. During dchu testing: pn 356494-01: no further testing was performed since signs of thermal damage were observed on components u2, c9, r11 and r6 as a result of liquid ingress of the returned assy tray fh cubie mini. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of full height drawer 6 row a not detected on bus was determined to be thermal damage observed on components u2, c9, r11 and r6, resulting from liquid ingress that led to an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, ultimately causing their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. As per part investigation, it was determined that the failure was caused by fluid ingress leading to thermal damage of components on the row board. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 row a was not detected on bus. A field service engineer (fse) identified that the row a was not detected on bus and the lights on the row board were dim. So, the fse replaced the row board and rebooted the station. Then completed a successful hardware test. After that the fse verified that the zebra printer was not working after the upgrade. So, the fse attempted to configure the printer and configurations was not hold and confirmed that the issue was being looked into due to upgrade. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.